Manufacturer narrative:
The lead was received without an associated complaint. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. A failure event was observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to can in the proximal region. No further anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.